Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up arrow button of the insulin pump was unresponsive. Customer also reported the insulin pump had damage on the screen and on the battery compartment customer stated they fell and the device fell off and got exposed to fluid/moisture. Blood glucose level at the time of the incident was not provided. Blood glucose was in the 400-500 mg/dl range when disconnected from the insulin pump. It was not clear if customer was off the insulin pump for more than 48 hours prior to the high reading event. Normally, blood glucose will be 80-90 mg/dl. The customer stated that the time clock advances when monitored for one minute. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.